Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. It was chipped out on the right back corner of top case and there was some physical damage on the front right corner of top case. Event history log (ehl) showed force sensor test. Force sensor test error was found at power up and the device failed force sensor reading; force sensor was out of calibration. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): performed preventive maintenance and all functional testing passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that a pump showed a force sensor error. No patient injury was reported.